Event description:
The customer alleged high calcium results on the analytical p module for 9 patient specimens. Three of the results were found to be discrepant when compared to repeat testing on a different p module. Patient 1 had an initial calcium of 9.9 mg/dl, with a repeat value of 8.8 mg/dl. Patient 2 had an initial calcium of 11.6 mg/dl, with a repeat value of 9.1 mg/dl. Patient 3 had an initial calcium of 10.1 mg/dl, with a repeat value of 9.3 mg/dl. The customer stated that the initial results were not reported outside the laboratory and that no patients were affected by the discrepant results. The calcium reagent lot numbers involved were 62498101 and 62504901. The field service representative determined that the problem was due to the rinse mechanism waste vacuum tubing being disconnected. He replaced the waste tubing and performed mechanism checks, which passed. The customer successfully performed calibration and ran quality controls.

Event description:
Customer received questionable results for two patients, results for one patient were erroneous. Initial co2 result 39.1 mmol/l, repeated on same sample gave 27.3 mmol/l, repeated a second time gave 27.7 mmol/l and same sample repeated in a micro cup gave 27.0 mmol/l. All results generated from same the analyzer. Results that the customer considered as erroneous were not reported. No adverse events were reported. Co2 reagent lot was 623505-01. The field service representative was unable to determine a cause or duplicate the error. Performance tests were performed and as a preventative measure, he replaced the pcb transfer head module. All qc was run and in range.

Manufacturer narrative:
Additional information was received 5/25/2010: new information was received regarding the date this event was received by the manufacturer. The initial medwatch report was submitted with a date 04/25/2010. New information was received indicating the date the event was received by the manufacturer was 04/05/2010. With this date change, the initial medical device report was submitted outside of the required 30 day timeframe as defined in 21 cfr 803. In addition, new details were provided as follows: no erroneous patient results were reported outside the lab. No patients were adversely affected due to erroneous results.

Manufacturer narrative:
Investigation of the provided data concluded the issue was caused by operator error. The customer did not perform a proper verification as well as validation of the new defined sample tube. In addition, the customer used insufficient sample volume. No erroneous patient results were reported ouside the laboratory. No patients were adversely affected due to the erroneous results.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer received iga result of <0.20 (7 ml sample tube), she repeated the sample using the more sensitive igap application and received an instrument error message and no result. Customer repeated the sample using a cobas cup and received igap result of 2.16. She then reran the sample and received iga result of 2.28 which was reported. No units of measure or reagent lot numbers were provided. No adverse events were reported. The field service representative replaced transfer head assembly, level detection cable, pcb power manager, steripore filter, four valves, and probe. The application specialist assisted customer in correct tube configuration for 7 ml sample tubes. These actions did not resolve the issue and the investigation is on-going.